Event description:
Pt called in 4/2002 alleging that their one touch profile meter was reading inaccurately erratic. Pt stated that they had an insulin attack. "Pt got a reading of 44 and then around 125 right after". Pt was taken to the emergency room and given IV glucose. Pt was using generic brand test strips for about 2-3 months. Unable to contact the pt to obtain more info. Attempted twice and left messages. Sending letter.